Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the internal light guide bundle is folded/damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle failure is a light transmission problem, but the cause of the light guide bundle failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had abnormal image. The issue was found during inspection for use. There were no reports of patient harm.